Manufacturer narrative:
Reported event: an event regarding pain & infection involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: 54mm tritanium clusterhole shell, cat#unk_jr, lot#unknown. Screw 1 of 2, cat#unk_jr, lot#unknown. Screw 2 of 2, cat#unk_jr, lot#unknown. 36 lfit metal head, cat#unk_jr, lot#unknown. Accolade ii size 3 132° stem, cat#unk_shc, lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on patient's hip due to pain and infection (infection reported by surgeon, unknown if clinically confirmed, unknown cause or contributor for either pain or infection).